Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, implant site calcification. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast implantation surgery with two 375cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered bilateral breast implant deflations and also developed left breast calcification. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2025. The replacement devices were two mentor saline implants. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On december 10, 2025, mentor became aware that the suspect medical devices were unknown mentor smooth saline breast prostheses. On december 10, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual analysis of the returned device no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and a tear on the anterior view was observed measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. As the authorization form for examination was not received, the shell thickness could not be measured. The evaluation was limited to non-destructive testing. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection, because microcalcifications are considered a halfmark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et aj. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On october 10, 2025, mentor became aware that it was erronously indicated, in the initial report, that the patient suffered bilateral breast implant ruptures. Instead, the patient's right breast implant was actually identified to be intact upon removal.

Manufacturer narrative:
On november 11, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned devices, mentor became aware that the correct suspect medical devices were unknown mentor saline implants 350cc.